Event description:
During the case, surgeon noted a foreign body in the lateral xray of patient. He removed it; then it was found that the piece was from a broken t-driver from nuvasive. Final xray was cleared of any foreign body by radiologist. Manufacturer response for t driver, nuvasive t-driver (per site reporter). Alerting nuvasive.